Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was chipped, cracked and had a white clouded area, the mouthpiece was loose, the adhesive around the objective and light guide lenses were peeled, the coating of the connecting tube was peeled, the connecting tube was wrinkled, the grip was shaved, switch #1 and #4was worn, the paint on the air/water cylinder was peeled, the electrical connector was discolored due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera gastrointestinal videoscope was reduced. The customer did not have any information on the foreign material in the scope. There was no delay in starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed and the scope was not immersed in a detergent solution during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.